Event description:
On (B)(6) 2016, a 23 mm trifecta gt valve was implanted due to calcified aortic disease. At the initial implant procedure, the surgeon noted that the tissue of the aorta was fragile and there was narrow sinus of valsalva. The patient recovered and was discharged. In (B)(6) 2018, the patient developed dyspnea and endocarditis evaluation was performed and reported to be negative. Aortic insufficiency was noted on echocardiogram and the patient was admitted for medical management. On (B)(6) 2018, the patient underwent reoperation and the trifecta gt was explanted and replaced with a 21 mm regent heart valve w/flex cuff. During explant, three commissures were found fused to the aortic wall. The non-coronary cusp had prolapsed and the tissue on the upper part of the both stent posts were detached/torn. The user reported a cut to the left coronary cusp with an instrument during the explant. The patient was reported to be stable post-op.

Manufacturer narrative:
An event of aortic insufficiency and "three commissures found fused to the aortic wall" upon explant was reported. The reported leaflet tears at each stent post was confirmed. Leaflet 2 was folded and twisted, with tears at each stent post continuing into the base of each adjacent leaflet. It is difficult to determine what portion of the tearing occurred prior to explant, as "a cut to the left coronary cusp" during explant was communicated from the field. Leaflet 3 was torn at stent post 1. There was inflow fibrous pannus ingrowth on leaflets 1 and 3. No inflammation or significant calcifications were present. The valve was returned dehydrated, hindering the investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the initial tearing remains unknown; however, information from the field indicated that a smaller, 21m, valve was implanted. An abbott medical director reviewed the file and determined the event to be consistent with an oversizing of the trifecta gt valve, resulting in the commissures to fuse to the aortic wall, which ultimately caused the tearing.